Event description:
On (B)(6) 2012, the reporter claimed the patient was admitted to the hospital and was treated for dka. Her blood glucose reading was at 523 mg/dl the night before. She reportedly took 13 units of insulin for the alleged elevated blood glucose reading and woke up the next morning with symptoms described as "nauseated and vomiting." Upon the admission to the hospital, her blood glucose reading was 492 mg/dl. During troubleshooting, the animas representative discovered that the subject pump had a date/time reset issue. The date/time was incorrect during the phone call. When the battery was removed from the subject pump, the date/time defaulted back to the factory setting. In addition, the patient was using a rechargeable battery with pump despite the manufacturer's recommendation. The representative reviewed the correct battery types to be used in the pump with the patient. This complaint is being reported because, the patient required medical intervention while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast keypad button had intermittent unresponsiveness and required excessive force when pressed to evoke a response. All of the other keypad buttons were normally responsive and had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast and the up arrow buttons. No hypersensitive or inverted contacts were observed. Review of the black box download verified that the time and date reset to the default setting of 12:00 am 01/01/2007 after power on resets. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump was tested on a 29 hour flow test and was found to be delivering within specifications.